Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a literature report from (B)(6) of encapsulating peritoneal sclerosis in a male patient in (B)(6) subsequent to physioneal and icodextrin therapy. On an unreported date the patient was diagnosed with hypertensive renal disease. In (B)(6) 2005 a pd catheter was inserted and the patient was scheduled to begin continuous ambulatory pd capd in 1 month. Prior to starting therapy he developed an exit-site infection, which was treated with clindamycin. On an unreported date in 2006, he was started on physioneal (baxter, (B)(4)) and after 4 weeks the patient developed peritonitis, which was treated with intraperitoneal vancomycin and ceftazidime according to the local protocol, followed by intraperitoneal cloxacillin when culture showed staphylococcus aureus. On an unreported date, icodextrin was added. During the following months, the same bacteria tended to relapse after antibiotic withdrawal, resulting in a change of pd catheter in (B)(6) 2006. Immediately after this, his peritonitis recurred but then antibiotic treatment was successful with no peritonitis during the next year. The patient was accepted onto the waiting list for kidney transplantation. In late summer 2007, he suffered two episodes of peritonitis and he was then converted to hemodialysis (hd) and the pd catheter was removed definitively. In spite of this, abdominal pain continued and chills and vomiting set in. Conservative treatment consisting of total parenteral nutrition with subsequent addition of steroids and tamoxifen was given, without clinical improvement. In (B)(6) 2008, he finally underwent enterolysis surgery. It was performed in a transplantation clinic. The patient received a kidney transplant only some weeks after the enterolysis procedure. At the time of this report the patient has a reasonably well-functioning kidney graft, with serum creatinine around 160 umol/l and normal intestinal function. According to the authors: "our conclusion from these two cases is that biocompatible pd fluids, at least in the presence of peritonitis, do not preclude the development of eps." Literature citation: tejde m, linder m, karsberg m, ekspong a, the use od biocompatible solutions does not prevent development of encapsulating peritoneal sclerosis, peritoneal dialysis international, 2010; 30:113-114.